Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported outflow graft obstruction and (B)(6) could not conclusively be determined through this evaluation as no images were submitted and the product was not returned for evaluation. The reported low flow alarms due to the obstruction were confirmed through the evaluation of the submitted log files. A CAPA was opened to further investigate hm3 extrinsic outflow graft obstruction. The controller event log file contained data from (B)(6) 2021 03:31:08 through (B)(6) 2021 06:29:09. A long string of low flow fault flags was captured when the estimated flow dropped below the threshold of 2.5 lpm. These faults resulted in 75 consecutive low flow hazard alarms on (B)(6) 2021. The flow was hovering around 1.0 lpm. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The controller and lvad periodic log files captured the low flow events on (B)(6) 2021. The lvad event log file captured the pump operating as intended. The patient remains ongoing on vad support. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 31jan2017. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient went to the hospital on the morning of (B)(6) 2021 due to permanent low-flow alarms. Patient complained about difficulties in breathing. Flow value was about 1l/ min. Log files showed a significant drop in flow, pi (pulsatility index) and a slight drop in power. Patient was admitted to hospital. Blood count was taken. Echo was performed and showed some kind of narrowing in the outflow graft. A computed tomography (CT) angiography was performed and it showed that there was a stenosis of the outflow graft starting at the end of the outflow graft bend relief towards the pump outflow outlet. At the time the CT angio pictures could not be provided due to data protection issues. On (B)(6) 2021 the site decided to re-operate the patient. Visual inspection showed that the bend relief was grown together with the graft and subsequently caused a kinking of the outflow graft right at the end of the bend relief. The surgeon commented that for this particular patient the bend relief seemed to be too long. Additionally there was jelly formation found between the graft and bend relief. The bend relief was shortened and all of the jelly formation removed which resulted in immediate improvement of pump flow back to normal values around 5 l/min. As of (B)(6) 2021, the patient was awake and stable. Patient remained admitted for close monitoring.